Event description:
Patient had hardware in lumbar spine. Complained of pain. Surgeon performed surgery and found broken screw. Hardware removed and new hardware placed, screw broken. Diagnosis or reason for use: spondylolisthesis l5-s1. Event abated after use stopped or dose reduced? Yes.